Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004 - the pt was implanted with a bard composix ex hernia patch during an unspecified surgical procedure. On (B)(6) 2004 - the pt underwent explant of the bard composix ex hernia patch. The attorney's report alleges pain, permanent injury, additional medical treatment, "pain and suffering", defective mesh.